Manufacturer narrative:
(B)(4). One unused sample from the possible lot number involved in the incident was received for evaluation in its original packaging. The set was removed from the package and was functionally hand tightened to a lab titanium adapter without difficulty. The set was tested underwater at 8 pounds per square inch (psi) with no leak noted with the sleeve in the open and closed position. In addition, during visual inspection, no manufacturing abnormalities were noted; therefore, the reported condition could not be confirmed in the laboratory.

Event description:
Product surveillance received a report from a home patient's (hp) peritoneal dialysis (pd) nurse indicating that the connection between the catheter and the y set is coming loose. She stated that this could have caused a case of peritonitis for the patient. She did not know exactly when it occurred because the patient was at home and told the nurse of the situation. Product surveillance contacted the peritoneal dialysis (pd) nurse in 2009 and she stated that the separation occurred between the plastic catheter adapter and the transfer set, not between the catheter and the y-set. The nurse stated that she only noticed that there was an issue when the hp informed her that their shirt was constantly wet. However, clarified information received from the patient's nurse in 2010 indicated that seven months ago, the patient's transfer set was changed as it was due for a routine change. The nurse also indicated that the possible lot number involved was h07b14042. The nurse indicated that at this time, the connection between the catheter and transfer set was loose and that the problem was with the transfer set, not the plastic catheter adapter. The patient was diagnosed with peritonitis seven months ago based on a culture that was done but was not hospitalized. The nurse indicated that the patient received vancomycin and gentamycin via the peritoneal dialysis solutions and was considered to have recovered from the peritonitis. The patient was described to have a past medical history of diabetes, hypertension, and end stage renal disease. No further information is available.

Event description:
(B) (6) patient with tracheostomy is cared for at home by the patient's mother. Mother had been instructed to suction trachea with an 8 french catheter by inserting the catheter to a pre-determined mark on the catheter based on the size of the patient's trach. A couple of months ago the mother noted that the 5 cm mark was closer to an actual length of 6 cms. The mom did not inform the home health agency that supplies the catheters to her, but she did develop her own work around whereby she posted the exact length to go down the trachea for suctioning and measured each catheter before suctioning since the markings were different from catheter to catheter. This improper marking of the catheter can lead to inserting the catheter too far, potentially leading to mucosal injury. When the patient was admitted to the hospital, the mother alerted the hospital nurses to the problem with the markings. The same brand of suction catheter is used in the hospital as in this patient's home. Multiple catheters (size 8 french) stocked at the hospital were pulled and examined and the inaccuracies were found in two lots. One 8 french catheter was found to be connected to the hand piece completely reversed (marking and suction end connected to the hand piece). A 10 french and 5/6 french catheter were also shown to have marking inaccuracies. Additionally, the day before this report was submitted, the father of this patient reported that a piece of plastic came out with the suctioning. This small piece of plastic was photographed by our medical photographer and it appears it may have come from an incomplete hole punch. The specific catheter was not saved. No obvious patient harm. Risk management staff at this hospital alerted the risk management staff of a partner adult hospital on the same campus that does the purchasing for both hospitals. This product is utilized at both facilities. Risk management has also notified all the discharge planners at the hospital, who have in turn sent notices to the area homecare agencies. Additionally, risk management has been working with the physician outpatient practice group and outpatient ent nurse at the hospital. The ent nurse has notified the families of all patients who are at home with a tracheostomy. One of the ent outpatient physicians also notified an ent physician group at another hospital in the state. Manufacturer response (as per reporter) for air life tri-flo suction catheters, cardinal healththey are checking with manufacturing. Replaced 24 boxes.

Manufacturer narrative:
The nurse indicated that an unused sample from the possible lot number involved (h07b14042) is available for evaluation.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the intermittent alarm and service lamp occurred. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of this event.

Manufacturer narrative:
(B)(4).